Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was repeated from a small sample container on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that the sample tube was a short draw and slightly hemolyzed. Ccc instructed the customer to clean windows and replace and align the sample probe. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing from a small sample container on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.